Event description:
It was reported that the patient had a pump and catheter replacement due to drug delivery failure and catheter malfunction. Additional information has been requested, a follow-up report will be sent if additional information becomes available.